Event description:
Squamous cell carcinoma [squamous cell carcinoma]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician via a company rep regarding a female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date the pt was grafted with epicel (number of grafts and location unspecified). On an unspecified date, the pt developed squamous cell carcinoma. The pt's event was medically significant. The action taken with epicel treatment was not provided. The outcome for the event of squamous cell carcinoma was not provided. Concomitant medications were not provided. The intensity for the event of squamous cell carcinoma was not provided. The relationship between epicel and the event of squamous cell carcinoma was not provided by the rptr. Add'l info was rec'd on (B)(6) 2012 from the physician via the company rep. The pt was grafted with epicel in 1997.

Manufacturer narrative:
Add'l info was rec'd on (B)(6) 2012 in the form of qa results. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. (B)(4). MFR's comment: the benefit-risk relationship of epicel is not affected by this report.